Event description:
Same case as MDR ID: 2134265-2015-00167. It was reported that a burr became stuck on the wire. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal left anterior descending (lad) artery. During procedure, it was noted that rotawire got stuck with the burr. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).